Event description:
Customer reported that she experienced low blood glucose and was hospitalized. The blood glucose reading was 40 mg/dl at the time of admissions. Customers stated that the nurse had her drink lots of milk, eat ice cream and had lunch to bring her blood glucose up to 300 mg/dl. Customer stated that she was in the hospital back in november with blood glucose of 92 mg/dl and her insulin pump got soaked with drinking water. Customer also stated that her insulin pump screen is cracked. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.